Manufacturer narrative:
Product analysis results are: the cause of the occlusion reported the during the night of the procedure could not be determined from the films provided. Films during the reported event and after the fem-fem bypass were not available for review, and the location of the reported occlusion is unknown. It is possible that the tortuous iliac anatomy and the widespread pre-implant thrombus may have contributed. Pre-implant CT¿s revealed that the right common iliac artery was very tortuous, and there was a sharp bend seen near origin of the left external iliac artery. Both iliacs and the aaa contained thrombus, and the right and left external iliacs were extensively calcified. Angio¿s during implant did not show any obvious thrombus within the devices or distal to the limbs, and no obvious flow issues were observed. Post-implant there was stent graft narrowing seen within the right iliac limb, and an essentially straight left limb was extended into the calcified left external iliac artery. The angio¿s did not show the devices in the a-p view, and CT¿s were not available; therefore, a complete assessment of the stent graft in-vivo configuration (including ruling out any possible stent graft kinks) could not be performed. The limb occlusion may have also been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: etlw1610c199e, (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 7 cm in diameter abdominal aortic aneurysm. The proximal aortic neck measured from 26 mm to 28 mm along an 11 mm length. The right common iliac diameters measured 15 mm to 10 mm to 14 mm along a 108 mm length. The left common iliac diameters measured 49 mm to 31 mm to 31 mm along a 98 mm length. It was reported that, the night of the index procedure, the patient had an occlusion. One day post index procedure, the physician elected to perform a femoral to femoral bypass. Normal anatomical flow through the iliac arteries was restored and the event was resolved. Per the physician, the cause of the event was unknown. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation results are: there was occlusion in the contralateral limb (left side). As part of the deployment, the left hypogastric was covered. There was a sharp bend in the vessel observed just distal to the hypogastric bifurcation; vessel diameter is 5-6mm; there is moderate calcification. The distal diameter of device limb is 10mm, may have led to high local oversizing. Intra-op angio shows presence of a sheath, which straightens the vessel. After the sheath withdrawal the vessel may regain its angulation. No post occlusion or post op CT images are available. High localized oversizing high angulation, and calcification perhaps led to a device kink and flow constriction, and resulted in an occlusion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.